Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the customer's shipping address, provided instructions for putting the malfunctioning pump into storage mode, and instructed the customer on returning it to tandem. A replacement pump was sent to the customer, who acknowledged the guidance provided for receiving and returning the pumps.